Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that unable to restart the system because of the issue with ippc power supply. Review of system log files showed that frontal ippc was malfunctioning. The engineer replaced the fuse box and ippc. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated.

Event description:
It has been reported to philips that system stopped working during an examination. The system was in clinical use. Since the user could not restart the system, they had to move the patient to another room . No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that power supply of the ippc was failing. The ippc has been replaced that the system was returned to use in good working order.